Manufacturer narrative:
One image focused mainly on the iol body was provided. Multiple light scattering artifacts/apparently microvacuoles can be observed, and appear to be located in the iol body. May be compatible with glistenings. Surgeon is very happy with the patient's current vision. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported on day following an intraocular lens (iol) implant procedure, excessive glistenings were noticed. These surface glistenings are covering the anterior surface of the lens optic centrally and to one side. Additional information was requested.